Manufacturer narrative:
H3: 8637-20 pump: the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. Analysis identified electrochemical migration across the external motor posts. Destructive analysis identified the internal pump tube was binding. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: neu_unknown_cath, lot# erial#: unknown, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot#: unknown, the aware date was updated to 2025-sep-17. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider (hcp) via a company representative (rep) regarding a patient receiving morphine (20 mg/ml, 3 mg/d) via implanted infusion pump. It was reported that the patient described an alarm of the pump and went to hcp to check the pump status. The pump alarm was related to a motor stall error. The patient described pain worsening over the last 3 weeks. There were no known environmental/external/patient factors that may have led or contributed to the issue. The patient had not had any MRI's or contact with large magnets recently. Pump had been interrogated by the hcp multiple times without the error being resolved. Motor stall was not cleared by the pump. During replacement surgery, the catheter seemed to be blocked, which was why a catheter revision was planned, but for now it was still implanted with only the pump being replaced. The issue was resolved at time of report. According to the logs provided the critical motor stop alarms occurred as below; on (B)(6) 2025 at 10:02 critical alarm - pump motor stop occurred on (B)(6) 2025 at 10:37 lifting the pump motor stop on (B)(6) 2025 at 18:23 critical alarm - pump motor stop occurred on (B)(6) 2025 at 06:48 lifting the pump motor stop on (B)(6) 2025 at 15:57 critical alarm - pump motor stop occurred on (B)(6) 2025 at 00:16 lifting the pump motor stop on (B)(6) 2025 at 00:56 critical alarm - pump motor stop occurred according to the logs, service code 234 occurred stating discontinuation of therapy and service code 232 - underdosing possible. The pump was stopped for 203 hours and 51 minutes. The patient's weight was asked, but unknown. The patient's status was alive - no injury. It was reported that the pump implant date was on (B)(6) 2020.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_cath, serial# unknown, explanted: (B)(6) 2025, product type: catheter. H6: the annex code b18 pertains to the catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider (hcp) via a company representative. It was clarified that the pump was implanted on (B)(6) 2020. The model number, serial/lot number, and implant dateof the catheter that appeared to be blocked was unavailable. The catheter was replaced on (B)(6) 2025. The explanted catheter would not be returned as it was discarded during the replacement procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving an morphine of an unknown concentration at an unknown dose rate via an implantable pump. It was reported that the patient came to the emergency room (ER) with a pump sounding a critical alarm. The alarm started yesterday in the early morning. According to healthcare provider, the pump logs showed several motor stops and recoveries. There was no magnetic resonance imaging (MRI) or other strong magnetic field involved. The pump was 5 years old.  No patient sign or symptom was reported.

Event description:
Additional information was received from a company representative. The pump was being returned.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.